Event description:
It was reported that a device related thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Device related thrombus (drt) was noted at day 45-day follow up transesophageal echocardiography (tee) . There was small amount of smoke present pre implant and proximal trabeculae left uncovered at device release. The patient was on warfarin at the time of drt was noted but was switched to eliquis and asa until thrombus resolves. The patient is currently not experiencing any neurological changes and is back on anticoagulation.